Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device powered off after boot up. Shorting inside the on/off power button created an electrical short across the button, resulting in the button being activated even when not physically pressed.

Event description:
The customer reported the device is turning off by itself. No patient impact or consequences were reported.